Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. In addition, the site reminder was observed to be inaccurate. Reportedly, the customer changed their site 1.5 days ago and the site reminder was set for another 3 days. Customer reported blood glucose level was not impacted. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.